Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). No sample available.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 3011270181-2016-00018 for the first patient. It was reported that a drape leaked under the fenestrations due to the drape not adhering to the shape of the abdomen. Blood and fluid leaked on the floor and resulted in two staff members falling. As a result of the fall the patient had bruising on the hip. No additional information available.